Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited the air/water cylinder, tube and nozzle has white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to the use of products that contain silicone can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.